Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the stealth l-hook lap electrode, item # 60-5274-132, lot 202009221 that occurred at (B)(6) medical center on (B)(6) 2021. Information received indicates the product was opened on the sterile field. It was attached to the hand control and noted to have the ¿l hook¿ attached for a laparoscopic procedure. It was inserted in the abdomen and when they went to use the device, the ¿l hook¿ was not present. Several abdominal x-rays were taken, the abdomen was inspected and the ¿l hook¿ could not be located. The patient has been closed up but has the classification of ¿potential operative debris¿. Additional information received notes the device was used in ¿a lap appy¿. There was no visible damage to the electrode (cracked, chipped etc.) Prior to use and it is noted that the procedure was completed. No other information was provided. This report is being raised on the basis of injury as the lhook fragment could not be located.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on aug 6, 2021 due to a system error. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the stealth l-hook lap electrode, item # 60-5274-132, lot 202009221 that occurred at (B)(6) medical center on (B)(6) 2021. Information received indicates the product was opened on the sterile field. It was attached to the hand control and noted to have the ¿l hook¿ attached for a laparoscopic procedure. It was inserted in the abdomen and when they went to use the device, the ¿l hook¿ was not present. Several abdominal x-rays were taken, the abdomen was inspected and the ¿l hook¿ could not be located. The patient has been closed up but has the classification of ¿potential operative debris¿. Additional information received notes the device was used in ¿a lap appy¿. There was no visible damage to the electrode (cracked, chipped etc.) Prior to use and it is noted that the procedure was completed. No other information was provided. This report is being raised on the basis of injury as the lhook fragment could not be located.